Event description:
A report was received that the patient has an infection that was reportedly tracking up the leads. The symptoms are pain at the pocket site and a fever. The patient was explanted with no culture taken and was prescribed antibiotics. The patient was reportedly doing well after the surgery.

Manufacturer narrative:
The explanted device(s) will not be returned for evaluation as they were discarded by the medical facility.